Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2017, it was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was cardiac arrest. The caller state that the customer started getting signs on (B)(6) 2016. The caller stated that the customer had kidney failure and infection while in the hospital. The caller did not know the customer's blood glucose at the time of death, however, the customer's last measured blood glucose value was above 600 mg/dl on (B)(6) 2016. The caller stated that the customer was wearing the insulin pump at this time and called the paramedics. The caller stated the reason for the elevated blood glucose was that the customer was not taking care of herself prior to being hospitalized. The customer was not wearing the insulin pump at the time of death; it had been removed at the time of hospitalization. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.